Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, where each was used to draw 6 vacutainers with water, and subsequently, safety shields were applied to the cannulas. None of the needles separated from their holders, and none of the safety shields detached during the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the needle was not connected to the syringe. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the needle was not connected to the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.